Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 07-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that said she is having surgery on (B)(6) 2020 for a replacement lead. She said since implant the lead was not giving her the coverage or relief.